Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 569 mg/dl with trace ketones. Reportedly, the customer's pump was exposed to x-ray. Tandem technical support educated the customer on x-ray and it's effects on the pump. Customer administered a correction injection to address the bg. Customer reverted to an alternate form of insulin therapy.